Event description:
Customer reported malfunction: scope communication error (e216).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, clog on nozzle (unknown material). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction scope communication error (e216) was traced to component failure. Additionally, the most probable cause of the no image was traced to fluid inside connector and worn connector. However, the most probable cause of clog on nozzle (unknown material) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an e218 scope error code. The issue was found during inspection for use. There were no reports of patient harm.